Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that lead exhibited noise. No intervention was performed, and lead is being monitored. Patient condition was stable.